Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that they had to replace the battery in less than 30 minutes after insertion. The customer stated they had to replace the battery twice after rewinding the insulin pump. Customer also reported a no power error detected alarm. Customer's blood glucose was 5.8 mmol/l. The customer was advised the internal power source in the insulin pump was unable to charge. The customer was advised to monitor the issue. The insulin pump will not be returned for analysis.